Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the amount of light (dimming) could not be controlled due to a printed circuit board failure in the diaphragm unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus representative reported that the brightness on the evis exera iii xenon light source could not be controlled. During evaluation of the returned device, the iris in the printed circuit board was not working as intended. This MDR is being submitted to capture the reportable malfunction found during the device evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus. Upon inspection and testing of the returned device, the customer's allegation was confirmed. The brightness could not be adjusted was due to a faulty iris printed circuit board was not working properly, causing light control issue. Additionally, the following were found: bottom chassis and front panel chassis bent, bad scope socket (locking mechanism not protecting the pins), air pump was noisy. The investigation is ongoing; therefore, the root cause of the device problem cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.